Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d9, h2, h3, h6 an assembled m2a head and taper insert were returned and evaluated against the complaint. The rim of the head is damaged near the location of damage to one of the cutouts on the insert. The outer radius of the head is scratched and scuffed. Red foreign debris exists in the seem between the head and insert. No product identifiers were able to be observed. The additional information does not change the outcome of the previous investigation. A definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05674, 0001825034 -2019 -05675.

Event description:
It was reported from legal that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to pain, metallosis, elevated metal ion levels, and altr approximately 13 years later. No further event information available at the time of this report.